Event description:
It was reported that a patient underwent a hysterectomy in 2008. During the procedure, the device stopped working, and the surgeon used scissors to cut the myoma. The procedure was successfully completed with no adverse patient consequences.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.